Manufacturer narrative:
The device remains implanted. Investigation of this event is in progress. Recall of device is underway.

Event description:
It was reported that one day after implantation of an intraocular lens (iol), the patient presented with increased inflammation, including more cells, floaters, limbus-to-limbus edema, and decreased visual acuity. The patient was referred to retina for consultation. The specialist performed a tap and inject, to rule out endophthalmitis but allegedly clinically it looked like toxic anterior segment syndrome (tass). The following medications were prescribed for use at home postoperatively: dextenza tobradex (started (B)(6)2025). There were no complications in the fellow eye. Additional information was requested but not received.